Event description:
Two anchors broke during insertion into heel (calcaneus) bone at stem junction. These devices could not be removed by MFR's instrumentation. They were left in the bone. They should not cause any detrimental sequelae to the pt or procedure outcome. Two add'l anchors were inserted successfully.